Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and evaluated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device is expected to be returned to olympus for evaluation; to-date, the device has not been received. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A biomedical engineer at the user facility reported to olympus that when preparing the hd autoclavable camera head (subject device) for use, there was a black screen (no image). There was no impact to a patient or user due to the reported issue.